Event description:
Additional information received from the customer confirmed that there was no patient injury or adverse effect from the procedural delay of more than 30 minutes.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00039-01. This supplemental report is being submitted to report the results of the legal manufacturer¿s investigation and correction. Updated fields: h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes; however, upon further follow-up, the customer confirmed that the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event but product problem only, and b2 should not be marked at all. H1 should also not be marked as serious injury but malfunction instead. The device was not returned to olympus for inspection and the reported failure of e006 error code ¿non-conductive fluid¿ was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an unknown procedure, this generator exhibited error code e006, non-conductive fluid. This caused a procedure delay of 30 minutes or more, while patient was under sedation. The procedure was completed with a competitor device. There were no reports of patient or user harm.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00039. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.